Event description:
The customer complained a false negative reaction of a patient sample containing an anti-jk(a) with anti-human globulin anti-igg solidscreen ii. We received the sample but not the complained lot of anti-human globulin anti-igg solidscreen ii. Sample was tested with our retention sample of anti-human globulin anti-igg solidscreen ii and screening cells on tango in the quality control laboratory and showed very weak positive reactions with one jk(a) positive screening cell. Furthermore, the sample was tested in the gel method and reacted negative. Additionally, the sample was tested in the tube technique with the enhancement medium polyethylene glycol (peg) and showed weak positive reactions. Evaluation of all tests confirm the weakness of the missed antibody. The correct function of the affected anti-human globulin anti-igg solidscreen ii lot was confirmed by testing different weak antibodies. All positive and negative reactions were correct.

Manufacturer narrative:
The stn# 125098.